Event description:
It was reported that the streamline cable on the power module was damaged. A replacement streamline cable was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline cable on the patient power module (serial number:(B)(4)). Could not be confirmed. The power module was not returned for analysis, and there were no additional images or documents submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Section 2 of the IFU ¿ ¿setting up the power module (pm) prior to use¿ instructs users how to properly connect their internal backup battery, ¿the contacts should ¿snap¿ into place. Gently pull on the connection to make sure it is secure.¿ section 3 of the IFU ¿powering the system¿ instructs users to regularly check the connection to the backup battery of the power module prior to initial use and after service/maintenance. Section 4 of the IFU ¿system monitor¿ and section 6 of the patient handbook -¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.